Manufacturer narrative:
Continuation of d10: product ID neu_ptm_prog, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported their stimulator wasn't working since monday. Pt had changed the batteries for their programmer, but still was unable to get therapy to work. Pt was in so much pain; they didn't realize how helpful their implant had been until no longer functioning. Agent asked for pt to explain what they were seeing on their programmer. Pt explained they had bad eyesight, but they thought it looked like a triangle up top, a t.v. With black marker, then another that was clear; something with a question mark, and screen with black mark; then two arrows in a circle, going around the circle. Pt mentioned they saw a phone before but couldn't recall what else had been on the screen. Agent had pt press the sync button, pt said nothing changed. Agent had pt remove the antenna and hit sync again with programmer against implant site. Pt then saw the phone icon with doctor again and confirmed they sa w 'eos.' The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent explained eos information and directed pt to discuss options with their hcp. Additional information was received from the patient. Pt had an increase in pain, they tried to change setting on controller and got the eos message. Pt will see healthcare provider to see if they can help troubleshoot. Additional information was received from the patient. It was reported that the healthcare provider will replace the battery on the stimulator on (B)(6) 2023.